Manufacturer narrative:
On july 26, 2022, after further review of file by clinician, patient's devices were not used in an off-label matter. Manufacturer¿s reference number: (B)(4) relevant h6 field has been updated.

Manufacturer narrative:
On 11/20/2019, it was discovered that chest injury code was omitted erroneously for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention. Facility information: (B)(6). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation with mentor memorygel breast implant 300cc on (B)(6) 2018 developed capsular contracture of the right breast and underwent capsulectomy on (B)(6) 2018. The patient presented with bilateral baker grade ii capsular contracture and the patient underwent bilateral capsulorraphies on (B)(6) 2018. The patient presented with right breast hematoma on (B)(6) 2018 and underwent unknown surgical intervention where hematoma was reported as resolved on (B)(6) 2018. The hematoma was considered unrelated to the study device. The devices remain implanted. Per mentor IFU, these devices are for single use only and should not be reimplanted. Therefore, these devices were used off label. This medwatch is for the right breast implant. This report contains supplemental information for mentor psr reference number (B)(4).